Event description:
According to the reporter, during a robot prostatectomy laparoscopic procedure, while firing across the dorsal vein complex, the tissue was thick therefore they couldn't complete the fire and the stapler had a flashing status indicator light. The device only completed 1/3 of the way down before it stopped completely and led to an incomplete central staple line. The users tried another two reloads and stapler and ultimately ended up suturing the dorsal venous complex to make sure they got across on a 140g prostate. The product problem led to an extended 30 minutes or more surgical time. The patient had undergone chemotherapy or radiation treatments. The patient was alive with no injury.